Event description:
It was reported that since the first fitting the patient has not been able to hear with his device. Testing did not show any technical failure.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.